Manufacturer narrative:
E1: reporting institution phone #(B)(6). E1: reporter phone #+(B)(6). A philips remote service engineer (rse) spoke to the customer and a nemo (non engineering material only) service was agreed upon. The customer ordered a replacement speaker assembly to resolve the issue. The customer was provided a replacement speaker assembly to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the intellivue x3 indicating the speaker assembly is faulty. It is unknown if the device could produce in audible sound. It is unknown if the device was in use at time of event, and there was no adverse event reported.